Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-04110. It was reported the patients lead displayed high impedance and the ipg was inoperable. As a result, surgical intervention was undertaken wherein the devices were explanted and replaced to resolve the issue. During the procedure it was noted the extension displayed high impedances so the extension was also explanted and replaced.

Event description:
Related manufacturer reference number: 1627487-2022-04480. Additional information was received indicating the patient's lead was also replaced during the procedure.

Manufacturer narrative:
An inoperable ipg/high impedance issue was reported to abbott. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.